Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18669. The pt has 2 ipgs implanted. It is unk which ipg is the affected device; therefore, both are being reported. It was reported the pt is unable to communicate with the ipg using the charging system due to the depth of the ipg. X-rays were taken and the physician indicated scar tissue has formed above the ipg which is causing the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.